Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The procedure was completed with different device. No patient complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The procedure was completed with different device. No patient complications were reported, and the patient was in good condition post procedure. It was further reported that the patient underwent percutaneous coronary intervention. The balloon ruptured after it was inflated multiple times.